Event description:
During a pulse field ablation (pfa) procedure for treatment of atrial fibrillation, a faradrive steerable sheath was used. During aspiration, air was observed in the sheath. The sheath was removed from use and replaced with another device. The procedure was completed successfully. No patient complications occurred and the patient recovered fully.